Event description:
The facility reported an infusion pump with a failure code 500:320:844:0000. Information was not provided regarding whether or not he device was in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: evaluation was performed and the condition of failure code 500:320:844:0000 was confirmed. Inspection of the pump revealed failure code 500:320:844:0000 was caused by pump head module due to intermittent failure. The pump head module was replaced. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.